Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having problems with their incontinence device. No further complications were reported/anticipated.